Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was unknown. The customer¿s bg level was displayed as ¿low¿; however, a specific value was not provided. Bg was addressed via consumption of carbohydrates. Reportedly, customer continued using pump for insulin therapy.